Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at multiple locations and the proximal coil was exposed. The abrasions were consistent with that occurring due to friction to another implantable device.

Event description:
It was reported that the right atrial lead exhibited a capture anomaly, high pacing thresholds, low lead impedance, oversensing and noise. The lead was explanted and replaced.